Manufacturer narrative:
The investigation results revealed that one device was returned for evaluation. The device was visually evaluated and the suture was confirmed to be broken. Visual evaluation confirmed that one of the suture strands hand been cut, and as a result the other strands failed. The failure mode is confirmed; however the root cause is user error. No further action is required. (B)(4).

Event description:
It was reported that during an anterior cruciate ligament reconstruction, the pulling suture broke during the procedure due to an unknown reason. The surgery was completed with a back up device available.